Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the quality issue regarding catheters, where the placement of catheters at 2 instances did not work appropriately. Both catheters would not drain after placement resulting in replacement. Patient had three effected trays that were used in cvicu and cicu. Per follow up via email on 16feb21 three more temp sensing trays that had been affected and total six from bmcs.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. An eggshell foley 2 way temp sensing catheter and drainage bag were returned opened without original packaging. Di water was attempted to be passed through the drainage lumen using a slip tip syringe. The water was not able to be passed and flow back out from the drainage funnel. A potential root cause for this failure could be "biological encrustation resulting in blockage." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unlikely to be caused by the user violating the information for use (IFU). The actual/suspected device was inspected.

Event description:
T it was reported that the quality issue regarding catheters, where the placement of catheters at 2 instances did not work appropriately. Both catheters would not drain after placement resulting in replacement. Patient had three effected trays that were used in cvicu and cicu. Per follow up via email on 16feb21 three more temp sensing trays that had been affected and total six from bmcs.